Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson complained of shakiness after testing on the ultra meter with test strips from a punctured vial. No medical intervention was required. Product was replaced. Because the patient allegedly experienced shakiness after testing, the complaint is classified as an adverse event.